Event description:
Related manufacturing reference: 3008452825-2023-00359. During a ventricular tachycardia procedure, a small pericardial effusion occurred. No intervention was required but the procedure was cancelled. The patient remained stable but was monitored overnight in the intensive care unit. The first transseptal puncture was unsuccessful due to rotated heart. Puncture was believed to be in pericardium as evidenced by no left atrial pressure noted. Transesophageal echocardiogram guidance was used for second puncture attempt and the brk xs was exchanged for brk 1. During echo, it was noted that there was a small effusion. The physician decided to continue the procedure at this time as the effusion was small and stable and the patient was asymptomatic. Second transeptal puncture was attempted but was unsuccessful which was evidence by aortic pressures. The procedure was abandoned, and the effusion was stable. The physician believes the effusion most likely occurred during the first transeptal puncture which was in the pericardium. However, he abandoned the case after the second transeptal puncture which was in the aorta. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.